Event description:
Baxter service center in belgium reports leak in cassette of homechoice set during used for apd therapy. Leak was identified by service center when moisture was noted in pneumatic area of returned homechoice device. No patient injury was reported at time of device return.